Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was suspected to be fractured due to loss of capture and noise. The fracture was confirmed via fluoroscopy. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.